Manufacturer narrative:
The instrument was performing within quality control (qc) specifications. Controls were run each shift and were run before and after the incident with recovery within qc range. On (B)(6) 2008, the field service engineer replaced and aligned the flow cell and performed a triple transducer module optimization. Raw data analysis was conducted and determined that the neutrophil/eosinophil populations were merged into one overlap pattern, with little distinctive valley between the two populations. This weak valley between the two populations resulted in the incorrect eosinophil% report by the lh750. The root cause for the erroneous differentials is the algorithm could not report the correct eosinophil percent due to the weak valley between neutrophil/eosinophil populations. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous low eosinophil% on differential was obtained when using the coulter lh 750 hematology analyzer. The test results were determined to be erroneous based on a rerun on a coulter gen-s system and the manual blood smear differential. Both demonstrated higher eosinophil%. There were no instrument generated flags with the results. Erroneous test results were not released from the lab. No reports of death or serious injury, and no effect to pt treatment as a result of this event.